Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in oversensing. It was noted this was likely due to insulation damage. Subsequently, the rv lead was explanted. No additional adverse patient effects were reported.